Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that an ultraflex tracheobronchial stent 15mm covered distal 14mm 30mm was used during a stent implantation procedure performed in the left main bronchus on (B)(6), 2015. According to the complainant, the stent was used to treat a 1cm malignant stricture. Reportedly, the patient's anatomy was tortuous and the lesion was not dilated prior to stent placement. During the procedure, the suture could not be released to deploy the stent. The device was removed from the patient and it was noted that the stent was partially deployed by 0.5cm. The procedure was completed with an ultraflex tracheobronchial stent 15mm covered distal 12mm 30mm. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 6mm. During the product analysis, the investigator was unable to deploy the remainder of the stent as the suture was wrapped around the shaft and the suture was unable to retract as a result. This also led to the shaft bowing. The investigator manually deployed the stent by gripping the suture at the stent and deploying by pulling on the thread. The stent deployed without any problems. No issues were noted with the profile of the deployed stent. A visual and tactile examination found that the catheter was kinked at 90mm proximal to the tip. This type of damage is consistent with the application of excessive force to the delivery system. The suture lumen was inspected with no issues identified. No other issues were identified during the product analysis. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial stent 15mm covered distal 14mm 30mm was used during a stent implantation procedure performed in the left main bronchus on (B)(6) 2015. According to the complainant, the stent was used to treat a 1cm malignant stricture. Reportedly, the patient's anatomy was tortuous and the lesion was not dilated prior to stent placement. During the procedure, the suture could not be released to deploy the stent. The device was removed from the patient and it was noted that the stent was partially deployed by 0.5cm. The procedure was completed with an ultraflex tracheobronchial stent 15mm covered distal 12mm 30mm. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.